Event description:
It was reported that the patient received therapy while driving. Segm showed noise on the atrial and shocking vector channel. It was noted that there is an existing brady lead that was capped and could have been in contact with the rv shocking coil. The noise was confirmed during low output shocks. The lead was explanted.

Manufacturer narrative:
Na